Manufacturer narrative:
Additional information/correction: b3/d10 date, d4: catalogue #, d9 (replace date with n/a), g1, g3 date (previous), g4: 510k #, h3, h6 (replace b01 with b17, c13 with c20 as device was not returned to plant), h10. B3/d10 date: replace date with ni as date of cracked cap was not known. G3 date: the previous g3 was submitted incorrectly as 12/02/2021. The correct date is 12/23/2021. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the minicap was cracked. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned peritoneal dialysis (pd) transfer set, it was observed that the sample was returned with a cracked minicap attached.there was no patient injury or medical intervention associated with this event. No additional information is available.